Event description:
It was initially reported that the patient was experiencing pocket pain, and acute pain around pump when it ¿is elbowed or bumped¿. The patient felt like something may have been dislodged, that the pump protrudes at times, and since the implant was done that the pump had shifted. The pump upon implant was right under the left breast and now had dropped down and moved about 2 fingers before it passes the left breast. It was later reported that the patient continued to have pain around the pump however the patient had declined a visit with the healthcare provider as of (B)(6) 2012, had neglected to follow up, had no longer been complaining of the issues and was receiving effective therapy. It was later reported on (B)(6) 2013 that the pump continued to shift within the patient¿s body. No specific problem or symptoms with the shifting was identified at that time. No further information was reported. The medication being delivered was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).